Event description:
It was reported that the patient presented in the hospital for a device exchange procedure. The patient's left ventricular (lv) lead was programmed off during a clinic follow-up due to loss of capture. Chest x-ray imaging performed revealed the lv lead to be dislodged. The lv lead was explanted and replaced with a left bundle pacing lead. The patient exhibited no symptoms due to the lead dislodgement and was in stable condition.